Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and states autofill failure was repaired by installing a new pneumatic module assembly. All functional and safety test performed. Returned to the customer and cleared for customer use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had auto-fill failure.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). Event site name-(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.